Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-03199 / 03200).

Event description:
During a total hip arthroplasty, the inserter rod was unable to be inserted and assembled with the shell inserter. A second inserter was attempted to be used, with the same results. No further information was provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). There are warnings in the package insert that state that this type of event can occur: under care and handling of instrument, it states, "biomet recommends that all instruments be regularly inspected for wear and disfigurement prior to use," and, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling."